Event description:
The customer reported that the ventilator's monitor screen went blank while in use on a pt. The customer reported there was no pt harm,and the ventilator alarmed appropriately. The MFR's service technician was unable to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a 24/12 volt failure. The service technician replaced the power supply as a precautionary measure. Applicable final testing was completed and all tests passed per operating specs.

Manufacturer narrative:
Na